Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked. The following information was received by the initial reporter with the following: this particular event happened june 4. No injury was cause, medication was stopped and remade in the middle of a 24 hour infusion. We've had similar issues with 24 hour etoposide infusions, where it cracked at the filter.